Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd may 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first implant split away when using the knot push/cutter (ar-4515) to retrieve. This was detected during an anterior cruciate ligament reconstruction and meniscus suture procedure on (B)(6) 2025. The procedure was completed successfully by using another ar-4501. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the image of the ar-4501, which shows that the buttons were in the forward position and, therefore, damaged. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper surveillance technique.